Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient has experienced skin problems and infections at the abutment site and subsequently the device was explanted (date not reported). The patient was not reimplanted with a new device during the same surgery.